Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a nipple revision on the left breast on an (B)(6) 2012 and suture was used. Two days post op the patient experienced redness and pain around the incision line. The patient was evaluated on (B)(6) 2012 and cipro, prednisone, and local cortisone cream were prescribed. The patient condition is listed as asymptomatic 2 weeks post op.